Manufacturer narrative:
Complaint no.: (B)(4). Evaluation summary: the reported sample was returned for evaluation. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. Functional test identified the reported issue as a leak spraying liquid from the top right edge/ corner. Magnified inspection of the leak location identified a gouge with eva fray caused by damage at the top right corner where the top weld meets the right edge of the bag. A review of the manufacturing process did not find an area of the process in which this type of damage could occur. The cause of the condition is unknown. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a tpn therapy bag had a pinhole that caused the bag to leak from lower right quadrant. The leak was discovered after the bag was delivered and readied for patient use in the hospital but prior to administration. This report documents no patient involvement or adverse events. No additional information is available.